Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed red and bruised skin under the electrodes of the lifevest. The patient's cardiologist recommended that the patient remove the lifevest an hour or so a day to give the patient's skin some time to breathe. Follow-up indicated that the patient's irritation had started to improve.